Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the guide wire tip separated during removal from the guiding catheter. The tip was lost in the abdominal aorta. The separated tip was snared and removed from he patient's anatomy. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The tip was separated proximal to the proximal solder, at the proximal end of the fillet. The tip was in an "s" shape. There were numerous kinks in the core and the tip coils. The tip coils were stretched 1.3 cm proximal to the tipball for a length of 2 mm. The core at the separation was in a hook shape. No other damage was noted. The guide wire was sent to scanning electron microscopy (sem) for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. The analysis showed that the guide wire had many heavy bends. The sem analysis showed that the core fracture was from heavy over bending. The case details, stating that there was difficulty going through the guiding catheter, suggests that the guide wire may have wrapped around the catheter and then been caught on the guiding catheter as the devices were withdrawn. This will cause resistance with the guide and can bend and fracture the guide wire as found with the returned device if enough force is applied. This type of separation is typically associated with case circumstances and is not believed to be related to a guide wire issue based on the sem result. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.